Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification during flow accuracy testing. Troubleshooting revealed no abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was supposed to infuse volume to be infused (vtbi) 200 ml, 0.501 mg/ min of amiodarone over a 12 hour period but it was infused in an hour. The event happened during delivery at the intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.